Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Troubleshooting was started with tandem technical support, however, the customer was unable to complete. Ultimately, a replacement pump was sent to the customer to resolve the issue.